Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but is not limited to arterial or venous thrombosis.

Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent treatment of unknown pathology of the descending thoracic aortic (zone 0) with a conformable gore® tag® thoracic endoprosthesis and gore® tag® thoracic branch endoprostheses. On (B)(6) 2019, the patient had a right popliteal artery acute occlusive thrombosis without symptoms. The event is ongoing.